Event description:
It was reported that the spinal cord stimulator (scs) paddle lead had migrated out of the epidural space due to the implantable pulse generator (ipg) had spun in the pocket causing the patient to experience pain. It was noted that the device migration was confirmed thru x-ray imaging. The patient underwent a lead replacement and ipg repositioning procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14320 , model: sc-1432, serial: (B)(6), batch: 230502, UDI: (B)(4).